Manufacturer narrative:
(B)(4). Customer complaint notes stated has received batt out limit alarms. Pump monitored for several days. Unit received with complete broken reservoir tube lip. Unable to perform the displacement test. However, unit received with all operating currents within spec and passed error test. No unexpected battery power loss alarm anomalies noted. Pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the pump not having power for a long period of time. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked display window, cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off.

Event description:
Information received by medtronic indicated that the insulin pump had battery out limit alarm. Customer stated that they were able to clear the alarm and were able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.